Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue with the lead body and it would not advance through the dilator. The lead was removed, and a second lead was introduced into the patient. During that lead placement the patient went into ventricular tachycardia (vt). The patient was externally shocked, and the lead became unsterile and was removed. A perforation with tamponade was identified. Surgical intervention was required, and the patient was taken to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet still inserted in lead. Visual inspection found the outer insulation slightly buckled. The stylet slightly bent causing the lead looks curly. The introducer test was performed. With returned stylet in lead, and as the way how the lead looks curly as received, the lead still passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.